Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
Per medwatch report (B)(4); it was reported that during a cranial procedure, the perforator continued to run on longer than expected. No further information was provided.

Manufacturer narrative:
The reported event, for perforator bit failure to disengage, was not confirmed as the perforator bit was not returned for evaluation. Without the perforator bit, the root cause cannot be determined. Device not available for return.

Event description:
Per medwatch report (B)(4); it was reported that during a cranial procedure, the perforator continued to run on longer than expected. No further information was provided.